Event description:
The sizing wings on the 4.0-j catheter broke while loading the catheter into scope. The sizing wing was located, removed, and discarded. Product was disposed of and not returned to pulmonx..